Event description:
Device malfunction:anterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an anterior cuff miss was experienced. All steps were followed according to the instructions for use to successfully remove the device. A second proglide device was used to achieve hemostasis. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.